Event description:
A customer observed imprecise total b-hcg results for a pt sample tested on the eci analyzer. The biased result was not reported. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation showed that the customer is routinely diluting samples having results within the reportable range of the assay, in contrast to the instructions given in the instructions for use. Qc results were acceptable. The error could not be reproduced. Datalogger files have been requested but not yet received. The root cause of the issue is user error - the customer is not following the dilution guidelines as stated in the instructions for use.